Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu1247 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was inserted at the facility using 3cg technology. PICC was unremarkable in insertion. Sherlock was used to track the PICC in a downwards direction; max p wave was achieved for confirmation of PICC tip. Chest x-ray completed post procedure and showed that the PICC terminated in the azygos vein.